Event description:
It was reported that the right ventricular (rv) lead threshold measurement increased from 0.6 volts to 1.2 volts prior to device completion. The rv lead impedance measurements were noted to be stable. Technical services (ts) was consulted to discuss programming options for the pacemaker dependent patient. Ts suggested programming higher outputs and performing in-office testing. It was further noted that the shock channel appeared different than expected with the lead in the septum. An x-ray was taken which confirmed the lead was in the same location as implanted. A revision procedure occurred where the lead was successfully repositioned. The post-op check showed good measurements. The rv lead remains in service and no additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.